Event description:
During follow up for another issue, the wife revealed the home patient (hp) will be going on hemodialysis for a few days. Upon inquiring the reason, the wife explained that the hp developed a hernia. Per the wife, the hp noticed the hernia on (B)(6) 2010. No allegations were made against any of the hp's dialysis products. Product surveillance attempted to follow up with the patient's nurse on (B)(4) 2010 regarding the hernia reported by the patient's wife. The nurse indicated that she had to respectfully decline to provide any information. However, the nurse was adamant that the homechoice (hc) device was not related to the hernia. The nurse stated that it was fine with her to swap the hc device out, indicating that she would program the replacement hc. No further information was provided by the nurse. Product surveillance spoke with the home patient (hp) and hp advised that he had the hernia repaired on (B)(6) 2010 and is doing fine. The patient indicated that per his physician the cause of the hernia is unknown. The hp confirmed that he is currently on hemodialysis and will return to peritoneal dialysis on (B)(6) 2010. The patient agreed to have the hc swapped out for an evaluation. No further information was available.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition was confirmed. This condition was caused by a defective channel b pumphead module. The channel b pumphead module was replaced to correct the reported condition.additional: the user interface module master software version for this device is 5.08.92, categorized as remediated.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 814:09 that occurred on channel b. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.review of the event history noted that failure code 814:04, channel b caused the pump to interrupt delivery. There user interface module master software version for this device is currently unknown.incident date: unknown.baxter notification date: may-18-2010.product surveillance notification date: may-18-2010.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated in CAPA (corrective and preventive action) number (B)(4).

Manufacturer narrative:
(B)(4). The device will be repaired by baxter at the customer's facility. The device will not be returned back to baxter for evaluation.a follow-up medwatch report will be submitted when the evaluation results or additional information become available.